Event description:
Physio-control's device evaluation observed a physical damage to the battery harness and the therapy wire harness. The therapy wire harness damage resulted in a "leads off" message, and the device was unable to detect the therapy cable. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the battery and therapy harness assemblies and observed proper device operation through functional and performance testing. The device was then returned to physio-control's inventory. Further evaluation of the removed assemblies found that one of the battery harness wires was cut and a second one was pinched. Also, the therapy harness wires were found torn from the connector.